Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2015. In terms of material and mfg we found the prod according to out spec. In our analysis we did not fine a defect, nor were we able to provoke a malfunction during testing. To ensure reliable operation, maintenance of the product must be scheduled according to the date specified on the svc label on the prod (eg 20144-07).

Event description:
Country of complaint: (B)(6). During intervention with davinci robot; four clips fell into the pt and had to be recovered. This resulted in surgical delay. Related medwatchs: 2916714-2015-00287; 2916714-2015-00288; 2916714-2015-00289.